Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during a drain phase of peritoneal dialysis therapy. During the troubleshooting, it was reported that the patient line disconnected from the transfer set which led to this alarm. Therapy services (rts) assisted in removing the cassette and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event is being corrected as this report involves the disconnection of the transfer set only and the stated alarm with cassette issue cassette is covered in manufacturer report number: 1416980-2018-07025. It was reported that the transfer set disconnected from the patient line of the homechoice cassette. Remove: it was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm and statement: "which led to this alarm". (An alarm indicative of a potential malfunction of the disposable cassette was reported. However, a disconnection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined.)